Manufacturer narrative:
The device was patent. The stopcock below the drip chamber was disconnected from the drip chamber. It is unknown how or when the damage occurred. There was adhesive noted at the connection. The damage led to the device not meeting the requirements for the leakage test. A review of the manufacturing records showed no anomalies. Correction: no remedial action was required. The modification adjustment field was selected in error. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the yellow tap under the drainage collection funnel was disconnecting. Reportedly, the device was swapped and there was no harm to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
The device was patent. The stopcock below the drip chamber was disconnected from the drip chamber. It is unknown how or when the damage occurred. There was adhesive noted at the connection. The damage led to the device not meeting the requirements for the leakage test. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The device was patent. The stopcock below the drip chamber was disconnected from the drip chamber. It is unknown how or when the damage occurred. There was adhesive noted at the connection. The damage led to the device not meeting the requirements for the leakage test. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).